Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Additionally photos of the device were received. A visual inspection of the returned photos noted: the first image depicts a piece of balloon in a bag along side the cannula and lock collar. The second image depicts the distal end of the device. The balloon and lock collar are in full view. There is a line going across the balloon. The visual inspection of the returned product noted: that the trocar balloon was cut. The locking collar, valve seal and valve doors appeared intact. The inflation syringe was not received. The obturator was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut balloon may occur due to contact with sharp instruments. The instructions for use (IFU) cautions: "care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments.¿ the root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gall bladder resection, the balloon physically broke. Balloon attached with trocar was torn apart and fell into the patient's cavity during the procedure. Surgeon used another trocar to resolve the issue in order to complete the case. There was no patient injury.